Event description:
Falsely negative (-) urine test results from the icon 25 hcg test kit. Two (2) pts had a urine sample tested with the icon 25 hcg test kit and the results were negative (-). Pt a: a procedure was performed on pt a on event date. Nineteen days later pt a was five (5) weeks pregnant. No additional information was provided regarding the pt a. Pt b: tested in 05 and the result was negative (-). Her boyfriend called facility to report that the pt was six (6) weeks pregnant. The customer did not provide any additional info regarding this event.